Event description:
New information received indicates that the right ventricular (rv) lead and the implantable cardioverter-defibrillator (ICD) were explanted and replaced with new ones. There were no complications during the surgery.

Event description:
It was reported that the patient presented to the clinic after receiving a shock. Device interrogation revealed that the implantable cardioverter-defibrillator (ICD) misinterpreted the atrial fibrillation with rapid ventricular rate as ventricular tachycardia and delivered an inappropriate shock. It was also found via interrogation that the right ventricular (rv) lead exhibited low defibrillation impedance and an over current detection (ocd) alert. Programming changes were made, and the patient¿s condition remained stable.

Manufacturer narrative:
The reported events of incorrect interpretation of signal and inappropriate/inadequate shock/stimulation were not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.